Event description:
Caller reported that multiple insulin cartridges leaked from the o-ring. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer replaced the depleted cartridge with a new one and resumed insulin use, and technical support initiated a return process for the affected cartridge.